Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -10.0/+2.5/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.